Event description:
It was reported that a homechoice pro experienced an unspecified alarm. The reporter stated that the patient used a new cassette and the alarm continued to repeat. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation for the reported condition of an unknown alarm. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Calibration and simulated therapy were also performed. Upon completion of the evaluation, the reported issue was determined to be a reload the set 151 alarm. The cause was determined to be broken tubing. The tubing was scrapped and replaced. Should additional relevant information become available, a supplemental report will be submitted.